Event description:
Customer reported being hospitalized for high blood glucose levels, and immediately relocated to intensive care. Customer suffered from nausea. Vomiting, and backache on the left side for 3 days before hospitalization. Troubleshooting was performed: found bent cannula, pumps functionality unk at this time.